Event description:
The ultrasound gastrovideoscope also exhibited damage on the acoustic lens and the ultrasonic probe.

Manufacturer narrative:
Corrected fields: b5, h6, h11 updated fields: h2. Based on the results of the investigation, it was likely the cause was also a known inherent risk of device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited adhesive peeling around the light guide and objective lens. There was no patient involvement.